Manufacturer narrative:
A representative went out to the site to preform a system check out. It was reported that the gantry door intermittently reaches torque limit and wont close or open door. They replaced the gantry motion controller and adjusted both left and right drive chain tension and speed to be even with each other. System check passed and the system was operational if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system needed a new motion controller. It was reported that the issue was that the gantry would not fully open. It would open partially, then stop and make a clicking noise. There was no patient present. Additional information noted that the issue happens intermittently